Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when the insulin pump reached 20-30 units. The customer did not know the blood glucose reading. She was advised to disconnect at the quick release and ran a 5.0 unit fixed prime, stating that insulin did exit. She was advised to remove the reservoir from the device, disconnect and reconnect the tubing and reservoir, and push insulin slowly through the tubing. She confirmed that insulin exited the tubing with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump alarmed no delivery during the manual prime. She assembled a new infusion set and reservoir, repeated the process, and stated that insulin exited with the manual prime. She was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test and excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.